Event description:
It was reported that the patient presented for an in-clinic follow up with the implantable cardioverter defibrillator (ICD) eroded from the device pocket. The physician stated that the pocket erosion was attributed to the patient's non-compliance with wound care following the initial ICD implantation. The ICD, the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads were explanted. The patient was in stable condition.